Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 537 mg/dl; cause was not known. Pump bolus was delivered. Bg did not lower. Manual injection was administered and elevated bg lowered to 465 mg/dl. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to manual injections for insulin therapy and bg improved.